Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the omni powerseal had error message. There were no reports of patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: attempting the seal during a functional inspection revealed that e113 was detected by esg-410. E113 is an error notification that occurs when the esg-410 detects a pressed coag handswitch at the multifunction socket during power-up. This event was caused by improper sequential the activation. No nonconformances were found related to this complaint, no further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.